Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, customer tested on the meter and received results of 554 mg/dl and 171 mg/dl within 10 minutes. No adverse reactions reported. Replacing and returning meter and test strips.